Event description:
Bedside rn was checking blood return prior to dosing of medication. Present 24 hours before. She drew back for blood # 18 long IV in upper arm she noticed air was pulling back with no blood return. She swiftly removed the IV. Upon inspection the IV appeared to have a small leak right at the site where the green top cap attaches to the flexible catheter. I checked our additional supply and could not recreate the issue. Faulty catheters saved and in clinician office. FDA safety report ID# (B)(4).